Event description:
It was reported that the ilet user contacted support due to higher-than-normal glucose levels after dinner and attributed the event to announcing an insufficient meal size; the user plans to eat the same meal and will announce a larger-than-meal accordingly. Symptoms included hyperglycemia peaking at 211 mg/dl with no clinical signs or conditions reported by the user. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed use error consistent with announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was not established.